Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead there was phrenic and diaphragmatic stimulation. The lead was replaced by a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.